Manufacturer narrative:
Retainer ring: black. On 11/28/2021 customer called in with the following concern: device rejecting new batteries, buttons are intermittent and cracked case on the back of the unit. P-cap locked in place properly during testing. Unit passed displacement test, self test, the sleep current measurement and active current measurement. No failed batt alarm, no low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. Device received with normal operating currents. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found and no unexpected or constant battery anomaly was recorded. Proceed it by cutting unit open and perform a visual inspections of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). Unit was received with cracked case(battery tube), cracked battery tube threads, scratched case, cracked keypad at select button and missing display window cover. In conclusion customer concerns were not confirm during testing or visual inspection when no evidence was noted on keypad or battery anomalies. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and battery issue. The customer stated that act button was unresponsive and insulin pump kept rejecting new batteries. The customer also reported needed to replace batteries of insulin pump more frequently, crack at the back and did not access blood glucose readings manually. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.